Manufacturer narrative:
.

Event description:
The customer received a questionable high ion selective electrode (ise) potassium result for one patient sample. The initial result was 6.1 mmol/l and was reported outside the laboratory. Based on this result, the patient was admitted to the ER. The doctor tested the patient with an istat analyzer and the result was 3.6 mmol/l. The original sample was repeated on (B)(6) 2016 and the result was 6.0 mmol/l. The same sample was sent to another hospital and tested on a cobas 8000 analyzer and the result was 3.7 mmol/l. The customer stated that the patient was admitted to the emergency room when they should not have been. The result from the istat was believed to be correct. Information concerning the outcome of the admission to the ER was requested, but the customer was not able to provide the information. No adverse event was reported. The potassium electrode lot number and expiration date were requested, but were not provided. The customer thought the issue was possibly due to some unknown substance in the sample that could potentially be causing interference. The field service representative found the ise sipper cap was broken and the cap, spring and tubing were not placed correctly by the operator. He replaced the parts, adjusted, cleaned, and lubricated the areas needed. He performed mechanical and operational checks which passed. The customer performed calibration and qc with acceptable results.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's potassium result of 6.1 mmol/l was confirmed on a cobas c501 and also with a flame photometer reference method. The specific root cause of the high potassium value could not be determined. The increased values for sodium and chloride indicate a potential pre-analytical problem.